Event description:
Customer reported that the escape button on the insulin pump is unresponsive. Customer changed the battery prior to calling but button is still not responding. Blood glucose value is 75 mg/dl. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. All buttons function properly however moisture damage was noted on the keypad traces.